Event description:
One touch ultra meter would not power on. The pt obtained a 120 mg/dl in the morning. They took 1 unit of novolog based on their sliding scale regimen. They had breakfast, lunch, and dinner as usual. The pt also takes lantus in the evening based on a sliding scale regimen. They had not taken lantus that evening. They attempted to test; however, the meter would not power on. They then lost consciousness following the attempted use of the meter. They could not specify the time difference between attempting to test and losing consciousness. The pt claims that they are usually asymptomatic with either low or high blood glucose levels. Their daughter contacted the paramedics. The emt meter read 10 mg/dl and they were treated with d50. The pt refused to be taken to the hosp. The emt meter read 155 mg/dl prior to their leaving. The pt did not allege harm. However, there is an indication that the pt experienced injury and medical intervention due to the meter. The pt delayed self-treatment as a result of the power issue. The customer service rep confirmed that the pt was using the correct test strips, the batteries were correctly installed, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter and control solution were replaced.